Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) failed to pair with the ilet system despite correct entry of pairing code and device restarts, consistent with an intermittent communication failure involving the antenna/electrical component. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed an interoperability problem between the ilet and the cgm, aligned with an intermittent communication failure associated with the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.